Event description:
The event is reported as: complaint form indicates: "handle of the bite block was broken while in use as the pt bit it too hard." No pt injury reported.

Manufacturer narrative:
The visual eval of the condition reported was performed on three pictures provided by the customer, it can be observed that the handle that goes inside the bite block is broken and shows deformation as a consequence of the force applied by the biting process. The bite block show signs of deformation also. No other conditions were observed. Device history record (DHR) - the verification of the documents included on the DHR do not have records related to damages on the components that can lead to the condition observed on the picture provided. Customer complaint cannot be confirmed since the damages observed on the biteblock were generated during the use of the device. According to the complaint description provided by the customer, the pt was biting too hard on the device, this lead to the damages observed on the components and to the fracture of the handle. It is not necessary to implement corrective action since the damages observed were not caused by the mfg process of the device or its components.